Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2002; 419388 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for a false positive atrial lead position check due to atrial tachycardia/atrial fibrillation (at/af) therapies being disabled. The device was explanted and replaced due to an associated product. It was reported that the right ventricular (rv) lead exhibited high and undefined impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.